Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately (B)(6) 2023, neighbors had to call the emergency services due to the patient experiencing a hypoglycemic event. No alert would have sounded for this. No specific symptoms were reported. No treatment was reported either, but the patient would not have been brought to the hospital. Due to the event the patient had to take a medical test to keep their driving license. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.